Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 05/10/2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit's power cord is damaged with exposed copper wires. No patient involvement.

Manufacturer narrative:
An investigation of kangaroo k924 pump was performed for the reported condition of; the unit¿s power cord is damaged with exposed copper wire. The unit was triaged and the complaint was confirmed. The root cause of the reported failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.